Event description:
It was reported that a thrombus occurred. A watchman access system (was) double curve was positioned and a 30 mm watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. The patient had a history of heparin-induced thrombocytopenia, therefore, the physician opted to use angiomax and normal saline instead of heparin. The 30 mm device was deployed and multiple recaptures were performed prior to fully recapturing the device. At this time, it was noted that a large thrombus had formed at the tip of the access sheath. Throughout the case, activated clotting time (act) was 307 seconds and higher. Approximately, 120 cc of blood was aspirated from the was to fully resolve the clot. At this time, act was repeated, which measured higher than 300 seconds. The procedure continued and a 33mm device was successfully deployed. The patient did not sustain any neurological deficits. The patient is stable and has been discharged.